Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, incorrect reprocessing was noted with the endoscope reprocessor, as the filter has not been changed for about two years. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user did not follow the filter replacement instructions in the instruction manual. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "chapter 7 routine maintenance: replace the gas filter every month or whenever the odor of the disinfectant solution seems to have increased. Replace the water filter periodically, at least once in one month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. To prevent deterioration of air feed capability due to clogging and contamination of the air supply channel, replace the air filter of the air pump every month." Olympus will continue to monitor field performance for this device.